Event description:
Pt reported her blood glucose elevated to 20.6 mmol/l (370.8 mg/dl). She calculated the bolus amount on the blood glucose meter and was advised to deliver 5.5 units. The blood glucose meter attempted to connect to the infusion device, and the pt confirmed the delivery. The blood glucose meter returned to the main menu screen. Pt reported she did not feel insulin go through the infusion device. The infusion device did not vibrate or display an error message, and the blood glucose meter did not show a bolus delivered message. The infusion device data shows that 5.5 units of insulin were delivered. The infusion device was requested for eval. The pt did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.